Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('persistence of at least four metal fragments (remnants of essure)') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abundant menstrual periods"), menstruation irregular ("irregular menstrual periods"), iron deficiency anaemia ("iron-deficiency anaemia"), vulvovaginal dryness ("vaginal dryness") and fatigue ("overall fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("persistence of at least four metal fragments (remnants of essure)") and dermatitis contact ("allergic contact dermatitis"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017 and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain, menorrhagia, menstruation irregular, iron deficiency anaemia, vulvovaginal dryness, fatigue and dermatitis contact had resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, dermatitis contact, device breakage, fatigue, iron deficiency anaemia, menorrhagia, menstruation irregular, pelvic pain and vulvovaginal dryness to be related to essure. The reporter commented: there were no apparent immediate complications after insertion procedure. No imaging test was done after the salpingectomy to verify the complete removal of the device, nor was there verification (not even visual) during surgery of the complete removal of all the rings that had been placed. Thus, the original symptoms returned in 2019. The removal of all essure fragments has resulted in the total remission of my symptoms and a perceptible improvement in patient's clinical picture. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2019: persistence of at least four metal fragments (remnants of essure). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('persistence of at least four metal fragments (remnants of essure)') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abundant menstrual periods"), menstruation irregular ("irregular menstrual periods"), iron deficiency anaemia ("iron-deficiency anaemia"), vulvovaginal dryness ("vaginal dryness") and fatigue ("overall fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("persistence of at least four metal fragments (remnants of essure)") and dermatitis contact ("allergic contact dermatitis"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017 and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain, menorrhagia, menstruation irregular, iron deficiency anaemia, vulvovaginal dryness, fatigue and dermatitis contact had resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, dermatitis contact, device breakage, fatigue, iron deficiency anaemia, menorrhagia, menstruation irregular, pelvic pain and vulvovaginal dryness to be related to essure. The reporter commented: there were no apparent immediate complications after insertion procedure. No imaging test was done after the salpingectomy to verify the complete removal of the device, nor was there verification (not even visual) during surgery of the complete removal of all the rings that had been placed. Thus, the original symptoms returned in 2019. The removal of all essure fragments has resulted in the total remission of my symptoms and a perceptible improvement in patient's clinical picture. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2019: persistence of at least four metal fragments (remnants of essure). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('persistence of at least four metal fragments (remnants of essure)') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abundant menstrual periods"), menstruation irregular ("irregular menstrual periods"), iron deficiency anaemia ("iron-deficiency anaemia"), vulvovaginal dryness ("vaginal dryness") and fatigue ("overall fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("persistence of at least four metal fragments (remnants of essure)") and dermatitis contact ("allergic contact dermatitis"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017 and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain, menorrhagia, menstruation irregular, iron deficiency anaemia, vulvovaginal dryness, fatigue and dermatitis contact had resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, dermatitis contact, device breakage, fatigue, iron deficiency anaemia, menorrhagia, menstruation irregular, pelvic pain and vulvovaginal dryness to be related to essure. The reporter commented: there were no apparent immediate complications after insertion procedure. No imaging test was done after the salpingectomy to verify the complete removal of the device, nor was there verification (not even visual) during surgery of the complete removal of all the rings that had been placed. Thus, the original symptoms returned in 2019. The removal of all essure fragments has resulted in the total remission of my symptoms and a perceptible improvement in patient's clinical picture. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in 2019: persistence of at least four metal fragments (remnants of essure). Computerised tomogram - in 2019: a punctiform high-density image is observed in right internal iliac lymph node chain, two bright high-density punctiform images adjacent to the uterus with a maximum attenuation value of 2300 that cold be related to calcification/metallic material. Two high-density punctiform images adjacent to the rectum and sigmoid colon and one adjacent to the uterus with a lower attenuation value than the previous ones, probably related to calcifications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: patient's initials were amended. Case was medically confirmed due to investigation results provided (abdominal x-ray, CT scan). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvc pain") and device breakage ("persistence of at least four metal fragments (remnants of essure)") in a 38 year-old female patient who had essure inserted (lot no. 50512915, 716606) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("persistence of at least four metal fragments (remnants of essure)"). The patient had a medical history of heavy periods and pain menstrual in 2010. Previously administered products included: mirena. Concomitant products included diazepam and desvenlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 1330 days after essure insertion, she experienced heavy menstrual bleeding ("abundant menstrual periods") and iron deficiency anaemia ("iron-deficiency anaemia"). In 2014 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual periods") and fatigue ("overall fatigue"). On (B)(6) 2016 she experienced vulvovaginal dryness ("vaginal dryness"), genital haemorrhage ("heavy bleeding / persistent and heavy bleeding") and back pain ("lower back pain"). On (B)(6) 2017 she experienced intermenstrual bleeding ("intermittent spotting / intermenstrual bleeding"). On (B)(6) 2017 she experienced uterine cervix stenosis ("cervical stenosis"). In 2017 she experienced pelvic discomfort ("pelvic discomfort"). On (B)(6) 2019 she experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2019 she experienced dermatitis contact ("allergic contact dermatitis"). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with omeprazole as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017 and total hysterectomy on (B)(6) 2019 and removal of all essure fragments on (B)(6) 2019). At the time of the report, the pelvic pain, device breakage, abdominal pain, heavy menstrual bleeding, menstruation irregular, iron deficiency anaemia, vulvovaginal dryness, fatigue and dermatitis contact had resolved. The outcomes for genital haemorrhage, back pain, intermenstrual bleeding, pelvic discomfort, uterine cervix stenosis, depression and anxiety were unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis contact, device breakage, fatigue, heavy menstrual bleeding, iron deficiency anaemia, menstruation irregular, pelvic discomfort, pelvic pain, uterine cervix stenosis and vulvovaginal dryness to be related to essure administration but saw no causal relationship between genital haemorrhage, back pain or intermenstrual bleeding and essure. The reporter commented: there were no apparent immediate complications after insertion procedure. No imaging test was done after the salpingectomy to verify the complete removal of the device, nor was there verification (not even visual) during surgery of the complete removal of all the rings that had been placed. Thus, the original symptoms returned in 2019. The removal of all essure fragments has resulted in the total remission of my symptoms and a perceptible improvement in patient's clinical picture. Hysteroscopy, tubal ostium: essure devices are placed, 11 rings visible in the right tube and 6 rings visible in the left tube on (B)(6) 2017: bilateral salpingectomy with laparoscopic on (B)(6) 2019: total hysterectomy due to essure remnants on (B)(6) 2019: confirmation of the presence of metallic fragments in the bladder plica and right ovary the patient reports initial improvement in symptoms, but later, re-establishment of abdominal pain in the right flank, radiating to the right lumbar area and pain in both wrists. The patient reports that it is the exact symptomatology that essure previously produced she reports anemia and fatigue but has not performed a blood count in this center or outside the hospital since 2014. The doctor mentions that her low back pain does not seem related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in 2019: persistence of at least four metal fragments (remnants of essure) [computerised tomogram] in 2019: a punctiform high-density image is observed in right internal iliac lymph node chain, two bright high-density punctiform images adjacent to the uterus with a maximum attenuation value of 2300 that cold be related to calcification/metallic material. Two high-density punctiform images adjacent to the rectum and sigmoid colon and one adjacent to the uterus with a lower attenuation value than the previous ones, probably related to calcifications [computerised tomogram pelvis] in (B)(6) 2019: a high-density punctate image is visualized in the right internal iliac hip, two bright high-density punctate images, adjacent to the uterus, of lower value and attenuation than the previous ones, probably related to calcifications. CT findings are explained without being able to conclude or absolutely rule out traces of essure in the punctate images adjacent to the uterus. The non-possibility of identifying millimeter images in the surgical field and the high possibility of another cause causing the abdominal pain are discussed [gynaecological examination] on (B)(6) 2019: pelvic pain probably related to essure finishing. Findings: at least 4 grayish millimeter fragments with a metallic appearance are identified. [Hysterosalpingogram] on (B)(6) 2011: uterus of normal size and morphology. No passage of contrast through the tubes is observed in relation to the presence of intratubal devices in good condition [pathology test] on (B)(6) 2017: two 6 cm tubular segments that correspond to fallopian tubes. Representative ip of each b1 and b2; on (B)(6) 2019: macroscopic description: two pinkish fragments measuring 5 and 6 mm. Right perietal peritoneum: blackish fragment measuring 3mm. Right ovary: brownish fragment measuring 3mm. [Ultrasound breast] on (B)(6) 2000: pathological palpation area at the junction of the internal quadrants of the left breast. In the study, no solid or cystic nodules were observed, nor adenopathy at the axillary level. The nodule that is palpated is probably related to a fatty lobule [x-ray of pelvis and hip] on (B)(6) 2011: presence of intratubal devices; in (B)(6) 2019: three high-density dot images are identified projected onto the right minor pelvis. In this context, we cannot rule out persistence of metallic micro fragments.; on (B)(6) 2019: uterus: proliferative type endometrium. Cervix with squamous metaplasia. No evidence of essure remains. Bladder plica: fragments of fibroadipose tissue with the presence of brownishbrown foreign body-type material compatible with device remains. Right parietal peritoneum- fibroadipose tissue without evidence of foreign material. Right ovary: fragments of tissue with thermal artifact and presence of brownish-brown foreign body type material compatible with remains of the device lot number: 50512915 manufacture date: 2010-04 expiration date: 2013-04 lot number: 716606 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvc pain") and device breakage ("persistence of at least four metal fragments (remnants of essure)") in a 38 year-old female patient who had essure inserted (lot no. 50512915, 716606) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("persistence of at least four metal fragments (remnants of essure)"). The patient had a medical history of heavy periods and pain menstrual in 2010. Previously administered products included: mirena. Concomitant products included diazepam and desvenlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 1330 days after essure insertion, she experienced heavy menstrual bleeding ("abundant menstrual periods") and iron deficiency anaemia ("iron-deficiency anaemia"). In 2014 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual periods") and fatigue ("overall fatigue"). On (B)(6) 2016 she experienced vulvovaginal dryness ("vaginal dryness"), genital haemorrhage ("heavy bleeding / persistent and heeavy bleeding") and back pain ("lower back pain"). On (B)(6) 2017 she experienced intermenstrual bleeding ("intermittent spotting / intermenstrual bleeding"). On (B)(6) 2017 she experienced uterine cervix stenosis ("cervical stenosis"). In 2017 she experienced pelvic discomfort ("pelvic pdiscomfort"). On (B)(6) 2019 she experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2019 she experienced dermatitis contact ("allergic contact dermatitis"). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with omeprazole as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017 and total hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain, device breakage, abdominal pain, heavy menstrual bleeding, menstruation irregular, iron deficiency anaemia, vulvovaginal dryness, fatigue and dermatitis contact had resolved. The outcomes for genital haemorrhage, back pain, intermenstrual bleeding, pelvic discomfort, uterine cervix stenosis, depression and anxiety were unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis contact, device breakage, fatigue, heavy menstrual bleeding, iron deficiency anaemia, menstruation irregular, pelvic discomfort, pelvic pain, uterine cervix stenosis and vulvovaginal dryness to be related to essure administration but saw no causal relationship between genital haemorrhage, back pain or intermenstrual bleeding and essure. The reporter commented: there were no apparent immediate complications after insertion procedure. No imaging test was done after the salpingectomy to verify the complete removal of the device, nor was there verification (not even visual) during surgery of the complete removal of all the rings that had been placed. Thus, the original symptoms returned in 2019. The removal of all essure fragments has resulted in the total remission of my symptoms and a perceptible improvement in patient's clinical picture. Hysteroscopy, tubal ostium: essure devices are placed, 11 rings visible in the right tube and 6 rings visible in the left tube (B)(6) 2017: bilateral salpingectomy with laparoscopic (B)(6) 2019: total hysterectomy due to essure remnants (B)(6) 2019: confirmation of the presence of metallic fragments in the bladder plica and right ovary the patient reports initial improvement in symptoms, but later, re-establishment of abdominal pain in the right flank, radiating to the right lumbar area and pain in both wrists. The patient reports that it is the exact symptomatology that essure previously produced she reports anemia and fatigue but has not performed a blood count in this center or outside the hospital since 2014. The doctor mentions that her low back pain does not seem related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in 2019: persistence of at least four metal fragments (remnants of essure) [computerised tomogram] in 2019: a punctiform high-density image is observed in right internal iliac lymph node chain, two bright high-density punctiform images adjacent to the uterus with a maximum attenuation value of 2300 that cold be related to calcification/metallic material. Two high-density punctifor images adjacent to the rectum and sigmoid colon and one adjacent to the uterus with a lower attenuation value than the previous ones, probably related to calcifications [computerised tomogram pelvis] in may 2019: a high-density punctate image is visualized in the right internal iliac hip, two bright high-density punctate images, adjacent to the uterus, of lower value and attenuation than the previous ones, probably related to calcifications. CT findings are explained without being able to conclude or absolutely rule out traces of essure in the punctate images adjacent to the uterus. The non-possibility of identifying millimeter images in the surgical field and the high possibility of another cause causing the abdominal pain are discussed [gynaecological examination] on (B)(6) 2019: pelvic pain probably related to essure finishing. Findings: at least 4 grayish millimeter fragments with a metallic appearance are identified. [Hysterosalpingogram] on (B)(6) 2011: uterus of normal size and morphology. No passage of contrast through the tubes is observed in relation to the presence of intratubal devices in good condition [pathology test] on (B)(6) 2017: two 6 cm tubular segments that correspond to fallopian tubes. Representative ip of each b1 and b2; on(B)(6) 2019: macroscopic description: two pinkish fragments measuring 5 and 6 mm. Right perietal peritoneum: blackish fragment measuring 3mm. Right ovary: brownish fragment measuring 3mm. [Ultrasound breast] on (B)(6) 2000: pathological palpation area at the junction of the internal quadrants of the left breast. In the study, no solid or cystic nodules were observed, nor adenopathy at the axillary level. The nodule that is palpated is probably related to a fatty lobule [x-ray of pelvis and hip] on (B)(6) 2011: presence of intratubal devices; in may 2019: three high-density dot images are identified projected onto the right minor pelvis. In this context, we cannot rule out persistence of metallic micro fragments.; on (B)(6) 2019: uterus: proliferative type endometrium. Cervix with squamous metaplasia. No evidence of essure remains. Bladder plica: fragments of fibroadipose tissue with the presence of brownishbrown foreign body-type material compatible with device remains. Right parietal peritoneum- fibroadipose tissue without evidence of foreign material. Right ovary: fragments of tissue with thermal artifact and presence of brownish-brown foreign body type material compatible with remains of the device quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: plaintiff fact sheet & medical record received. Event genital bleeding, back pain , intermenstrual bleeding, cervical stenosis, pelvic discomfort, depression & anxiety added. Lab data, medical history, concomitant drugs were added. Essure removal date updated. Reporter causality comment updated. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvc pain") and device breakage ("persistence of at least four metal fragments (remnants of essure)") in a 38 year-old female patient who had essure inserted (lot no. 50512915, 716606) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("persistence of at least four metal fragments (remnants of essure)"). The patient had a medical history of heavy periods and pain menstrual in 2010 and irritable bowel syndrome, hiatus hernia, anxiety, depressive disorder, myofascial pain dysfunction syndrome, dry eyes, fibromyalgia, food intolerance and allergy to metals. Previously administered products included: mirena. The patient had a family history of osteoporosis (mother), fibromyalgia (sister) and osteoarthritis (father). Concomitant products included vitamin d 3 (colecalciferol), dafalgan (paracetamol), pantozole (pantoprazole), pregabalin, diazepam and desvenlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 1330 days after essure insertion, she experienced heavy menstrual bleeding ("abundant menstrual periods") and iron deficiency anaemia ("iron-deficiency anaemia"). In 2014 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual periods") and fatigue ("overall fatigue"). On (B)(6) 2016 she experienced vulvovaginal dryness ("vaginal dryness"), genital haemorrhage ("heavy bleeding / persistent and heeavy bleeding") and back pain ("lower back pain"). On (B)(6) 2017 she experienced intermenstrual bleeding ("intermittent spotting / intermenstrual bleeding"). On (B)(6) 2017 she experienced uterine cervix stenosis ("cervical stenosis"). In 2017 she experienced pelvic discomfort ("pelvic pdiscomfort"). On (B)(6) 2019 she experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2019 she experienced dermatitis contact ("allergic contact dermatitis"). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), abdominal pain lower ("lower abdominal pain"), ovarian cyst ("ovarian cyst"), insomnia ("insomnia, with non restful sleep"), allergy to metals ("an allergy to gold, which the implant contained, and the test showed kathon cg and gold sensitisation ") and hypersensitivity ("hypersensitivity"). The patient was treated with omeprazole as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017 and total hysterectomy on (B)(6) 2019 and removal of all essure fragments (B)(6) 2019). At the time of the report, the pelvic pain, device breakage, abdominal pain, heavy menstrual bleeding, menstruation irregular, iron deficiency anaemia, vulvovaginal dryness, fatigue and dermatitis contact had resolved and the hypersensitivity had not resolved. The outcomes for genital haemorrhage, back pain, intermenstrual bleeding, pelvic discomfort, uterine cervix stenosis, depression, anxiety, abdominal pain lower, ovarian cyst, insomnia and allergy to metals were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dermatitis contact, device breakage, fatigue, heavy menstrual bleeding, hypersensitivity, insomnia, iron deficiency anaemia, menstruation irregular, ovarian cyst, pelvic discomfort, pelvic pain, uterine cervix stenosis and vulvovaginal dryness to be related to essure administration but saw no causal relationship between genital haemorrhage, back pain or intermenstrual bleeding and essure. The reporter commented: there were no apparent immediate complications after insertion procedure. No imaging test was done after the salpingectomy to verify the complete removal of the device, nor was there verification (not even visual) during surgery of the complete removal of all the rings that had been placed. Thus, the original symptoms returned in 2019. The removal of all essure fragments has resulted in the total remission of my symptoms and a perceptible improvement in patient's clinical picture. Hysteroscopy, tubal ostium: essure devices are placed, 11 rings visible in the right tube and 6 rings visible in the left tube. (B)(6) 2017: bilateral salpingectomy with laparoscopic. (B)(6) 2019: total hysterectomy due to essure remnants. (B)(6) 2019: confirmation of the presence of metallic fragments in the bladder plica and right ovary. The patient reports initial improvement in symptoms, but later, re-establishment of abdominal pain in the right flank, radiating to the right lumbar area and pain in both wrists. The patient reports that it is the exact symptomatology that essure previously produced. She reports anemia and fatigue but has not performed a blood count in this center or outside the hospital since 2014. The doctor mentions that her low back pain does not seem related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in 2019: persistence of at least four metal fragments (remnants of essure). [Computerised tomogram] in 2019: a punctiform high-density image is observed in right internal iliac lymph node chain, two bright high-density punctiform images adjacent to the uterus with a maximum attenuation value of 2300 that cold be related to calcification/metallic material. Two high-density punctifor images adjacent to the rectum and sigmoid colon and one adjacent to the uterus with a lower attenuation value than the previous ones, probably related to calcifications. [Computerised tomogram pelvis] in may 2019: a high-density punctate image is visualized in the right internal iliac hip, two bright high-density punctate images, adjacent to the uterus, of lower value and attenuation than the previous ones, probably related to calcifications. CT findings are explained without being able to conclude or absolutely rule out traces of essure in the punctate images adjacent to the uterus. The non-possibility of identifying millimeter images in the surgical field and the high possibility of another cause causing the abdominal pain are discussed. [Gynaecological examination] on (B)(6) 2019: pelvic pain probably related to essure finishing. Findings: at least 4 grayish millimeter fragments with a metallic appearance are identified. [Hysterosalpingogram] on 16-jun-2011: uterus of normal size and morphology. No passage of contrast through the tubes is observed in relation to the presence of intratubal devices in good condition [pathology test] on (B)(6) 2017: two 6 cm tubular segments that correspond to fallopian tubes. Representative ip of each b1 and b2; on (B)(6) 2019: macroscopic description: two pinkish fragments measuring 5 and 6 mm. Right perietal peritoneum: blackish fragment measuring 3mm. Right ovary: brownish fragment measuring 3mm. [Skin test] (date unknown): amalgam (mercury, silver, copper, tin, zinc) 5 yas, +/-, +/-, alloy metals (silver, copper, zinc, tin) 20 vas; mercury-ll-amidochloride 1 vas; copper (copper sulfate pentahydrate) 1 aq; tin (ii), chloride =tin chloride 0.5 vas; gold: sodium aurothiosulfate 0.5 vas, 4/-, 4; molybdenum 5 vas; palladium, chloride 1 vas; platinum: ammonium tetrachloroplatinate 0.25 vas [ultrasound breast] on 21-jul-2000: pathological palpation area at the junction of the internal quadrants of the left breast. In the study, no solid or cystic nodules were observed, nor adenopathy at the axillary level. The nodule that is palpated is probably related to a fatty lobule [x-ray of pelvis and hip] on 16-jun-2011: presence of intratubal devices; in may 2019: three high-density dot images are identified projected onto the right minor pelvis. In this context, we cannot rule out persistence of metallic micro fragments.; on 18-nov-2019: uterus: proliferative type endometrium. Cervix with squamous metaplasia. No evidence of essure remains. Bladder plica: fragments of fibroadipose tissue with the presence of brownishbrown foreign body-type material compatible with device remains. Right parietal peritoneum- fibroadipose tissue without evidence of foreign material. Right ovary: fragments of tissue with thermal artifact and presence of brownish-brown foreign body type material compatible with remains of the device lot number: 50512915. Manufacture date: 2010-04. Expiration date: 2013-04. Lot number: 716606. Manufacture date: 2010-02. Expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: new events abdominal pain lower, insomnia, ovarian cyst, metal allergy & hypersensitivity are added. Concomitant drugs, medical history , family history , lab data & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvc pain') and device breakage ('persistence of at least four metal fragments (remnants of essure)') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "persistence of at least four metal fragments (remnants of essure)". On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abundant menstrual periods"), menstruation irregular ("irregular menstrual periods"), iron deficiency anaemia ("iron-deficiency anaemia"), vulvovaginal dryness ("vaginal dryness") and fatigue ("overall fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dermatitis contact ("allergic contact dermatitis"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017 and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, abdominal pain, heavy menstrual bleeding, menstruation irregular, iron deficiency anaemia, vulvovaginal dryness, fatigue and dermatitis contact had resolved. The reporter considered abdominal pain, dermatitis contact, device breakage, fatigue, heavy menstrual bleeding, iron deficiency anaemia, menstruation irregular, pelvic pain and vulvovaginal dryness to be related to essure. The reporter commented: there were no apparent immediate complications after insertion procedure. No imaging test was done after the salpingectomy to verify the complete removal of the device, nor was there verification (not even visual) during surgery of the complete removal of all the rings that had been placed. Thus, the original symptoms returned in 2019. The removal of all essure fragments has resulted in the total remission of my symptoms and a perceptible improvement in patient's clinical picture. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in 2019: persistence of at least four metal fragments (remnants of essure). Computerised tomogram - in 2019: a punctiform high-density image is observed in right internal iliac lymph node chain, two bright high-density punctiform images adjacent to the uterus with a maximum attenuation value of 2300 that cold be related to calcification/metallic material. Two high-density punctiform images adjacent to the rectum and sigmoid colon and one adjacent to the uterus with a lower attenuation value than the previous ones, probably related to calcifications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2022: new reporter added. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The case describes the occurrence of pelvic pain ('chronic pelvc pain') and device breakage ('persistence of at least four metal fragments (remnants of essure)'). The occurrence of additional non-serious events is detailed below. Co-suspect products included essure for contraception. Other product or product use issues identified: complication of device removal "persistence of at least four metal fragments (remnants of essure)". On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abundant menstrual periods"), menstruation irregular ("irregular menstrual periods"), iron deficiency anaemia ("iron-deficiency anaemia"), vulvovaginal dryness ("vaginal dryness") and fatigue ("overall fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dermatitis contact ("allergic contact dermatitis"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017 and total hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain, device breakage, abdominal pain, heavy menstrual bleeding, menstruation irregular, iron deficiency anaemia, vulvovaginal dryness, fatigue and dermatitis contact had resolved. The reporter considered abdominal pain, dermatitis contact, device breakage, fatigue, heavy menstrual bleeding, iron deficiency anaemia, menstruation irregular, pelvic pain and vulvovaginal dryness to be related to essure. The reporter commented: there were no apparent immediate complications after insertion procedure. No imaging test was done after the salpingectomy to verify the complete removal of the device, nor was there verification (not even visual) during surgery of the complete removal of all the rings that had been placed. Thus, the original symptoms returned in 2019. The removal of all essure fragments has resulted in the total remission of my symptoms and a perceptible improvement in patient's clinical picture. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in 2019: persistence of at least four metal fragments (remnants of essure). Computerised tomogram - in 2019: a punctiform high-density image is observed in right internal iliac lymph node chain, two bright high-density punctiform images adjacent to the uterus with a maximum attenuation value of 2300 that cold be related to calcification/metallic material. Two high-density punctifor images adjacent to the rectum and sigmoid colon and one adjacent to the uterus with a lower attenuation value than the previous ones, probably related to calcifications. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.